Event description:
A review of the article reported the following adverse event. Three patients had grade ii complications including siadh, anemia requiring transfusion, and pneumothorax requiring thoracostomy. The customer stated that no intuitive surgical inc. (Isi) related issues occurred.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Section a2: patient information age: reflects the study median age of the patients in the robotic group. Section a3a- patient gender represents the majority of the patients in the robotic group. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Citation (apa): taylor, j., arias-espinosa, l., mcgeoch, c., shah, v., shyu, e., shahi, n., rodier, s., kaplan, b., malcher, f., & damani, t. (2025). Validation of the acs-nsqip surgical risk calculator for patients with paraoesophageal hernias undergoing robotic repair. Surgical endoscopy, 39(8), 5255¿5262. Https://doi.org/10.1007/s00464-025-11886-z refer to medwatch report (MDR) with MFR report # 2955842-2026-29118 for MDR submission of a related adverse event reported in the same article.